Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the information received, during a robotic laparoscopic radical nephrectomy at the end of the procedure, the endoscope's image was not visible as it appeared striped and intermittent. Then, an error appeared reading "warning: endoscope not supported. Endoscope functions may not operate correctly.

Manufacturer narrative:
Device evaluation: a visual and functional test was carried out on the endoscope. Shaft shows dents and is deformed at the distal tip. The image is in a good condition. The error described by the customer "intermittent image" could not be confirmed. For this reason, a user error is to be considered which led to the intermittent image. The event is filed under internal karl storz complaint ID: (B)(4).